Event description:
It was reported that the patient presented for a left ventricular (lv) lead revision procedure due to unintentional extra-cardiac stimulation and high capture threshold. The physician explanted the lv lead and placed a new one. The patient was in stable condition.